Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 476 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump had missing basal rates and the battery was removed for a month. Reviewed the alarm history and found several different alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.